Manufacturer narrative:
Evaluation conclusion: based on the complaint history, a likely root cause of the event has been determined to be due to the injector plunger.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the lens tore. The lens was cut in half and the incision was enlarged to remove the lens. When removing the lens the anterior capsule was torn. Another lens was implanted. The reporter stated it was surgeon's opinion that the likely cause of the iol damage was due to the injector plunger overriding and tearing the lens.